Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: applier is not holding the clips correctly. Clips cannot be added correctly to the applier. Customer states that the applier was loaded away from the patient. No patient injury reported. Patient current condition is fine.